Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right tka utilizing an s-rom hinge implant. The patient had a poly swap due to infection on (B)(6) 2019. The patient fractured his femur at some point and the surgeon fears that the patient is still infected so he wanted to do a distal femur replacement. The femur was removed with the sleeve and stem intact. The surgeon resected more distal femur, cabled the femoral shaft, broached using the lps distal femur replacement and used stimulan beads. The surgeon was happy with the extension gap and patella tracking. Doi: (B)(6) 2018, doi: (B)(6) 2019 (insert), dor: (B)(6) 2020, right knee.